Event description:
A patient (age and gender unknown) underwent a therapeutic egd procedure for hemostasis. The resolution clip device was unable to extend out of the sheath to initiate the deployment sequence. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of this deployment issue. The patient condition is noted to be "fine"